Event description:
A 6f angio-seal vip was selected for use. Following deployment the patient developed a cold foot and a total vessel occlusion of the artery was suspected. The patient was taken to surgery to repair the occlusion and blood flow was restored. The patient was discharged the following day.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A stent was implanted to restore blood flow.